Event description:
The customer reported a leak from the right side of a coulter lh 500 hematology analyzer. The volume of the leak was approximately 50 ml and was not contained within the instrument. The instrument operator was wearing a lab coat, gloves, and eyeglasses at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer troubleshooted the instrument and determined the leak was caused by a hole in tubing through pinch valve pv37. The customer replaced tubing through pv37 to resolve the leak. The instrument was shut down for 30 minutes to allow the peltier module to dry; the customer confirmed the leak did not damage the peltier module.

Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched to the site. The customer was able to resolve the leak and verify repairs per established procedures. (B)(4).